Event description:
It was reported that the top half of the ilet screen became unresponsive, leaving the user unable to navigate away from a cgm menu, and the device was replaced while the user reverted to backup therapy. Symptoms included elevated blood glucose with a reported maximum of 267 mg/dl without associated clinical effects. Outcomes included no hospitalization, no medical intervention, and no assistance required. Investigation included remote troubleshooting, request for device return, and data review via app synchronization. Investigation of this case revealed a touchscreen/display malfunction consistent with a screen interface failure, with the affected component being the display assembly/user interface. It was concluded, based on previously established findings for similar reports, that the cause was attributed to a device malfunction related to the display/touch subsystem.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.